Event description:
Laserscope clinician reported patient had undergone greenlight pvp procedure in 2005. No intraoperative bleeding and case was uneventful. Patient was placed in ICU 3 days later. X-rays revealed patient had total obstruction on right side of ureter.